Event description:
Pfs and medical records received ad (B)(6) 2022. Pc was created to capture the event: on (B)(6) 2012, the patient had a left hip incision, drainage, irrigation, and debridement, and synovectomy to address chronic periprosthetic infection. The indication for procedure included a history of a left total asr hip implanted in 2009 with a revision in 2011. It was also noted that the patient had developed pain and low-grade fevers that were responsive to antibiotics after the 2011 revision. The patient then had an I&d 3 months prior to the current revision. The patient has been experiencing pain, difficulty with rom and difficulty with bearing weight. During the procedure, the surgeon observed purulent fluid, the gluteal muscles were noted to be grossly atrophic and necrotic and involved infection. The proximal femoral bone was noted to be quite soft. The acetabular cup and femoral stem were noted to be very well fixed and were retained. The insert and femoral head were revised. A depuy ceramic femoral head and a depuy poly liner were implanted during this procedure. (A new pc will need to be created for this revision) doi: (B)(6) 2011, dor: (B)(6) 2012, left hip 3rd revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e3 initial reporter occupation: lawyer. H6 clinical code: unspecified tissue injury (e2015) is used to capture bone injury and soft tissue injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Surgeon alleges glutela muscles were grossly atropic and necrotic, continue effects of metallosis, lost significant amount of muscle and tissue in the hip. Leg length discrepancy 3/4 the size of right leg, pain, weak hip, weight bearing, walking difficulty, limited rom, nerve damage, depression. Diagnosis left tha pseudotumor due to mom hypersensitivity. Doi: (B)(6) 2011. Dor: (B)(6) 2012. Left hip 3rd revision.